Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 455 mg/dl at the time of incident and current blood glucose was 138 mg/dl. Customer got a pump error alarm last night and her insulin pump lost all her basal rates. The customer did not troubleshoot for the high because we know the insulin pump stopped due to the error message. Customer was able to successfully clear the alarm and able to complete rewind. The insulin pump will not be returned for analysis.